Manufacturer narrative:
The pump was received with a continuous loop at the medtronic logo, problem isolated to pcb2. Unable to perform the full functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to loop at the medtronic logo. The pump was received with a cracked case (battery tube), and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.